Event description:
Information was received regarding a cadd solis vip pump. It was reported that the pump detects air when no air is present. It is unknown if there was a patient, or clinician injury associated with this occurrence.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found a dented air detector. The customer stated problem was confirmed. Found a damaged air detector that caused the issue and it was replaced. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.